Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt felt lingering stimulation when the stimulation was turned off. The pt also stated that he felt an overstimulation sensation when he gets out of bed. The pt was programmed to receive stimulation in only one arm, but he reported that he was feeling stimulation in both arms. The pt will meet with his physician to discuss the issues. No further info is available at this time.